Event description:
Spontaneous. Patient reported that for the last few infusions her freedom pump has malfunctioned. Patient's last 2 infusions seemed to stop for a bit, then she reentered, and it worked. Possible spring broke. No missed doses or adverse events reported. Pump available for return. Device serial number: (B)(6). No further information. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by: patient/caregiver.